Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving no drug at this time via the implantable pump an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient was admitted to the ICU (intensive care unit) with fluctuating fever spikes at 103 degrees. The environmental, external or patient factors that may have led or contributed to the issue was the physician was concerned about a post-op infection from implantation on (B)(6) 2019. The diagnostics and troubleshooting performed was a csf (cerebral spinal fluid) specimen was taken from accessing pump side port and the results were pending. It was unknown what actions/interventions had taken place. Surgical intervention did not occur, and it was unknown if it was planned. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported regarding the event.